Event description:
It was reported that the ilet pump¿s screen was cracked during routine use at breakfast, rendering the display unusable and causing difficulty operating the device; the device was previously synced, and the patient indicated no injury and that blood glucose was unaffected. No symptoms or adverse clinical effects reported. Outcomes included no impact to health status and continued cgm use via the dexcom app or receiver. Investigation included complaint intake, user education on shutting down the device to avoid further alerts, and arrangements for product return with a shipping label. Investigation of this case revealed physical damage to the display consistent with screen breakage. It was concluded that the event involved damage to the device screen without patient harm and that a replacement device would require standard startup because data do not transfer.